Manufacturer narrative:
Additional information was received that no official autopsy was done on the patient. But it was determined that the cause of death was cardio pulmonary arrest due to diabetic ketosis acidosis which was not device related.

Event description:
A report was received that recently implanted patient had died. The patient had died of diabetic ketoacidosis. The patient's implant procedure went without any incidences or complications. The patient was implanted for rsd of the right foot and lower leg. The implanting physician doesn't believe the death to be related to the device. The results of the autopsy are still pending.

Event description:
A report was received that recently implanted patient had died. The patient had died of diabetic ketoacidosis. The patient's implant procedure went without any incidences or complications. The patient was implanted for rsd of the right foot and lower leg. The implanting physician doesn't believe the death to be related to the device. The results of the autopsy are still pending.